Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr=1.8 second test inr=2.1

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr-1.8 second test inr=2.1. Mean=1.95; sd=0.21; %cv=10.8%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.